Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no alarm.

Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. The history did not reveal any stop during infusion on the date of event. According to the history files a flow deviation was not comprehensible. The sample was subjected to a visual and functional examination. The device was clean and showed age-related marks of use. The device passed the self test with a positive result. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy and the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. The downstream sensor operated as intended. All measured values are within our specification. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.